Event description:
It was reported that a software error, identified by a specific malfunction code, occurred. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump with an understanding to report any future issues.